Event description:
An operating room manager reported that the intraocular gas did not last as long as they expected following an unspecified retinal surgery. The surgeon felt that he/she might not have drawn up sufficient gas due to the regulator would not push the plunger of a 1cc syringe. Additional information has been requested.

Manufacturer narrative:
The product was not returned for evaluation. There have been no similar reports in this lot number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed, if necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested by phone, fax and mail on (B)(4) 2011. A completed questionnaire has not been returned. (B)(4).